Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent loss of connection between the ilet and a dexcom g7 cgm, leading the user to request a pump replacement; the user had been pairing the dexcom mobile app first, then the ilet, and was advised to pair the ilet with the dexcom g7 first before pairing the dexcom mobile app. Symptoms included hyperglycemia. Outcomes included transient blood glucose elevation to 220 mg/dl for about one hour without use of backup therapy, ketone testing, or medical intervention, and the user reported feeling okay. Investigation included troubleshooting and education regarding correct pairing sequence to address pairing failures. Investigation of this case revealed a pairing failure between the cgm and ilet, with no device malfunction confirmed and no responsible device identified. It was concluded, based on previously established findings for similar reports, that user setup sequence was the likely cause.